Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The eua(B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient did receive one positive curative test result. The patient's test sample barcode (B)(6) was collected on (B)(6) 2020 at 07:51 am est. The patient's sample resulted in a viral CT value of 25.86 which is in the positive range. Sample (B)(6) was located on plate-hdc018577 at position f8 and testing started on (B)(6) 2021 at 9:57 pm est and the result for this test was released on (B)(6) 2021 at 9:41 pm est as positive. Per the clinical lab's investigation, results for sample barcode (B)(6) were reported incorrectly and confirmed that plate-hdc018577 had been switched. The sample barcode (B)(6) was the only positive result on the plate and did not fall in the repeat range, f10 was the only empty well on the plate. After further investigating a shift was noticed in empty wells, it was found that plates 1(hdc018557) and 4 (dc0026673) were switched with each other and plates 2 (dc0026685) and 3 (dc0026673) were switched with each other in pcr. A switch in extraction was ruled out because plate dc0026685 was extracted at 6:08 pm and dc0026673 was extracted at 5:37pm. Plate-hdc018577 was created through hamilton automation (sop (B)(4), version 2.0), extracted through the tecan method (sop (B)(4)version 1.0), and prepared for qpcr using a mastermix from batch 1. The reagents used to test the patient's sample were within specifications, not expired, and passed quality control. The results were reported by a cls on (B)(6) 2021 at 6:10 pm. The cls emailed curative escalation support on (B)(6) 2021 at 10:06 am to notify the following 34 patients that their results had been corrected: hdc018557: (B)(6) - positive to negative ,(B)(6) - negative to positive ,(B)(6) - negative to positive ,(B)(6) - negative to positive ,and (B)(6) -negative to positive. Dc0026673: (B)(6)- positive to negative ,(B)(6) - positive to negative ,(B)(6) - positive to negative , and (B)(6)- positive to negative. Hdc018551: (B)(6) - positive to negative ,(B)(6)- positive to negative ,(B)(6) - positive to negative ,(B)(6) - negative to positive ,(B)(6) - negative to positive ,(B)(6) - negative to positive ,(B)(6) - negative to positive ,(B)(6) - negative to positive ,(B)(6)- negative to positive ,(B)(6)- negative to positive ,(B)(6) - negative to positive , and (B)(6)- negative to positive. Dc0026685: ,(B)(6) - negative to positive ,(B)(6)- negative to positive ,(B)(6)- negative to positive ,(B)(6) - positive to negative ,(B)(6)- positive to negative ,(B)(6)- positive to negative ,(B)(6) - positive to negative ,(B)(6) - positive to negative ,(B)(6) - positive to negative ,(B)(6) - positive to negative ,(B)(6) - positive to negative ,(B)(6) - positive to negative , and (B)(6) - positive to indeterminate. An ncr report ((B)(4)) was created and investigated and found that a cls did not catch the switched plates before reporting and releasing the wrong results. If there is any anomaly with any of the plates, a cls must make sure to repcr and check the extraction and pcr spreadsheet to see possible switch plates. Any plate that did not correlate with the spreadsheets or with repcr will be sent back to plating for a replate. Since the incident, a secondary plate identifier, a floating blank, has been incorporated into the process. This change facilitates correct plate identification and prevents switch plates from being resulted. Ncr root cause analysis: through a retrospective root cause analysis, it was determined that sample plates from mastermix batch 384-dc00009690 were erroneously switched on the hires due to a number of issues ranging from machine, materials, software, method, mother-nature, and man. Machine: when the barcode scanner does not read or recognize the elution plate barcode, it will register each plate as "elution plate 1", "elution plate 2" and so forth. At this point, the qpcr technician manually scans all the elution plates into dat, likely contributing to switch plate errors. Materials: it was determined that barcode scanning issues tended to come from the biomek elution plates as opposed to the axygen plates. The former was much smaller than the latter, likely making it incompatible with the large barcode stickers and contributing to barcode scanning errors. Software: it was determined that the csv output file generated by the hires software, cellario, was incompatible with dat. As a result, dat would generate an error message when the qpcr technician would try to upload the csv output file. As a consequence, qpcr technicians would manually scan all the elution plates into dat, likely contributing to switch plate errors. Method: the hires sop used at the time of this non-conforming event was (B)(4) version 2.0 and was effective from (B)(6) 2021 to (B)(6) 2021. Because of the nature of the highres instrument and it's software, this instructional guide was written such that the qpcr technician was not required to load elution and master mix plates in any particular order. However, the highres software and csv output file were not working as intended and the sop available at the time did not provide adequate troubleshooting guidelines to remedy the issue. Additionally, there were no formal internal quality checks in place to ensure that erroneous results from switched plates were not given to clinical laboratory scientists tasked with releasing results to patients. Section 11.1 of (B)(4) version 2.0 states that if an error is experienced and is not addressed by the sop, then a support ticket for an automation engineer should be requested to fix the issue. However, this provision was not adhered to when qpcr technicians were instructed to manually scan plates instead. Mother-nature: during the peak of the holiday season from december 2020 to february 2021, daily sample volumes were estimated to be between 80,000 and 100,000 samples per day. As a result, the qpcr department would divert a large portion of samples to the hires, a system that has now been determined to have several gaps in it's instrumentation and methodology. Corrective and preventative actions: machine: during periods of high barcoding scanning errors, frequent calibration of the barcode scanners proved to be the most effective corrective and preventative action. Materials: depending on the particular barcoding issue, several different corrections were implemented. For the primary issue of barcode stickers being too large or incompatible with the plate, barcode stickers were often resized to accommodate the size of the elution and master mix plates. For other problems such as faded barcodes that could not be read by the highres, the ink rolls in the barcode printers were often replaced. Software: it was confirmed that the manufacturer of the highres instrument adjusted the csv timestamp format around (B)(6) 2021. This fix not only allowed for the seamless upload of csv output files from the highres cellario software to dat, as intended, but also reduced the need for manual intervention associated with switched plate errors. Method: while subsequent revisions were made to the highres sop, they did not adequately address the aforementioned errors that lead to switched plates. In lieu of specific changes to (B)(4), a troubleshooting guide was provided to the dc qpcr team to use as a reference. And unlike the highres/acell, samples run on the alinity m system do not need to be loaded in any particular order because each individual sample is tracked based on its unique barcode identifier throughout the entire testing process (aa-001 version 3.0 effective (B)(6) 2021). Recent updates to this sop reflect additional quality checks for resulting repeat samples. Lastly, a floating blank procedure was implemented across all curative testing sites in (B)(6) 2021 (ac-002 specimen accessioning and mapping fb implementation, (B)(4) floating blank and plate tracking process change testing plan, and (B)(4) floating blank validation report). With this new procedure, an additional plate identifier in the form of a blank or empty well was assigned to each plate in order to prevent plate swapping, inverted plates, or mislabeled plates from being reported. The random assignment ensures each plate has a unique floating blank location, which the reporting clinical laboratory lead uses to verify the plate has not been switched, inverted, or mislabeled (effective (B)(6)2021). Mother-nature: the number of samples prepared on the highres was reduced by 50% in order to limit switched plate errors. To make up for this, samples were rerouted to other high-throughput liquid handlers like the integra, bravo, and hamilton. Ultimately, the acell 712 robot (equipment ID: eq-01715; serial number: (B)(4)) became non-operational at the dc site (B)(6) 2021. Since retiring this instrument, the alinity m system has been used (in conjunction with the floating blank system) to handle high throughput testing and high sample volume (operational date for all curative sites: (B)(6) 2021). In conclusion, curative can confirm the patient's claim of a false positive result is valid.

Event description:
A curative field ops representative was asked by the state of (B)(6) to look into false positive results for one of the nursing facilities. The first individual tested positive but another pcr test shows negative. The second batch, 3 individuals tested negative/positive/negative with only 3-4 days apart. They are wondering how this can be accurate.